Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations have not replicated nor confirmed the customer reported complaint. Failure analysis found the primary finding of could not reproduce and could not verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and energy was delivered with no issue. The instrument was fully functional and no product issue related to the reported event was identified. Additional observation(s) not related to the customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found nicked with no exposed internal wire. No thermal damage was observed and there were no missing pieces of insulation. The instrument passed the electrical continuity test. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.058¿ - 0.139 in length and were not aligned with the tube axis. In addition, the customer responded to follow-up questions and provided the following additional information: "sparking" occurred between the wrist and the instrument tube. There was no contact with another organ or clips, and no problem with the patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps had sparks inside the patient when the surgeon pressed the coagulation pedal. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.